Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic radical resection of lung cancer, on lobectomy fissure, the surgeon was able to press the green button but not able to squeeze the handle, the stapler was not able to fire. A new device was used to complete the case. There was no patient injury.